Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement due to interaction with the lesion calcification. It is likely that the balloon material was damaged during advancement resulting in rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal left anterior descending (dlad) artery with heavy calcification and mild tortuosity. The 3x12mm trek balloon dilatation catheter (bdc) was advanced with resistance due to the anatomy to the target lesion. Then the balloon was inflated to 8 atmospheres (atm); however, the balloon ruptured during the first inflation. Therefore, the bdc was removed from the patient and the procedure was completed with an unspecified trek balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another trek balloon was used to continue the procedure. No additional information was provided.